Event description:
It was reported that the patient experienced a shocking and jolting sensation. It was noted that the patient was told by the health care professional (hcp) that the implantable neurostimulator (ins) needed to be replaced as reprogramming did not resolve the issue. It was noted that the physician mentioned ¿something¿ about a possible short. It was noted that the patient symptoms were at the ins location. It was noted that it was unknown when the event or symptoms occurred. It was further noted that ¿this¿ had been occurring for the last couple of weeks. It was noted following some type of environmental exposure. It was noted that patient experienced a loss of therapeutic effect. It was further noted per hcp instructions patient was directed to leave stimulation off due to shocking so the patient was back to using a catheter. It was noted that ¿this occurrence with a security gate happened before the current shocking incident started. It was noted that during exposure to a theft detector or security gate the patient experienced a shock. It was noted that it was unknown if the device was turned on during exposure.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# unknown, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
Concomitant product: product ID 3093-28, lot # unknown, implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3093-28, lot # unknown, implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was further reported that there was a loss of sensation and efficacy but the cause of the event was unknown. It was noted that there were impedance measurements of "greater than 4000 for all electrode pairs involving 3." It was noted that there was a lead dislodgement or migration and there may have been a break as well. It was noted that the lead was replaced on (B)(6) 2013 and that the device would not be returned to medtronic. It was noted that there was an MRI/x-ray/CT scan on (B)(6) 2013 which showed a migrated lead with the wrong orientation. It was noted that the health care provider attempted to reprogram the device on (B)(6) 2013 but they were unable to program it and there was pain at the ins site and abdomen. After the lead was replaced all impedances were within normal limits and the patient was able to void. It was noted that the patient did not require hospitalization and had no injury, however, it was also noted that surgery was needed.